Event description:
It was reported that patient had received one port replacement on the (B)(6) 2012, and is in observation post an adjustable gastric band implant. The patient weight loss was not consistent. This clinic is currently involved in (B)(4). It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.